Manufacturer narrative:
Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -12.5/1.0/131 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The surgeon reports excessive vaulting and elevated intraocular pressure and noted "excessive vaulting causing angles to narrow". Lens remains implanted. The cause of the event was reported as the device.

Manufacturer narrative:
It was later reported that on (B)(6) 2021 the patient was seen for an evaluation, patient had high vaulting but normal iop on hypotensive medication and was instructed to discontinue medication. Then on (B)(6) 2021 another evaluation was performed and the patient had increased iop off medication and a decision was made to repeat/enlarge lpis to assess if any improvement in iop. It was also indicated if no improvement with iop occurs a lens exchange is planned. H6 - health effect impact code: 4625 additional surgery - lpi repeat/enlarge. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that the patient's diurnal iop measurement and iop is within normal limits/stable after repeat lpi and off hypotensive medications, and they would not be proceeding with a lens exchange. Patient will continued being monitored. Claim#: (B)(4).